Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedances measuring greater than 3000 ohms. Technical services discussed possible causes and provided programming options. At this time, the lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).